Manufacturer narrative:
Additional information d4 UDI is unknown. No product information has been provided to date.d5, g5, h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked enclosure, wear and tear damaged front cover, plate clip, and outdated printed circuit board (pcb) and power switch. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The root cause of the reported issue was found to be a crack at the rear of the device near the drain fitting. Customer damaged from wear and tear. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped., corrected data: d1 d2 d3

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 has a leaking case that is cracked. Additional information received 18 august 2021 (email): issue discovered during testing. No patient involvement. No regulatory authority has been notified.